Event description:
It was reported that the patient passed away due to vascular disease leading to multisystem organ failure. Additional information revealed that the patient had bilateral aortoiliac occlusions. There were plans for future vascular surgery to address their infra-renal aortic occlusion. The patient's postoperative course was complicated by recurrent ventricular tachycardia (vt), right lower extremity (rle) ischemia requiring bilateral femoral cut-down, recanalization of aortoiliac occlusion, endovascular aneurysm repair (evar), and left fasciotomies. They also developed evidence of acute liver injury and acute kidney injury (aki) requiring continuous renal replacement therapy (crrt). They had recurrent vt. The patient was not felt to be eligible for a heart-kidney transplant due to the severe comorbidities and low likelihood of renal recovery. The family elected to shift toward focusing on the patient's comfort. The patient passed away (B)(6) 2022 at 11:30.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported bilateral aortoiliac occlusions, multiorgan failure, cardiac arrhythmia, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The patient expired on (B)(6) 2022, and the pump was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, death, cardiac arrhythmia, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 01jun2022. No further information was provided. The manufacturer is closing the file on this event.